Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support of the impella cp, 14 fr sheath was removed and swapped with the repositioning sheath. Site with minor oozing was noted. Site was dressed, and positive distal pulse was noted. Patient was out in holding area for recovery and became restless at affected distal extremity and bleeding/oozing with hematoma formation was noted both proximal and distal to access site of impella repositioning sheath. Pressure was held for 30 minutes without any improvement. The surgeon suggested weaning the impella while prepping for explant. Impella was weaned without hemodynamic compromise and then explanted

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Major bleed: no issues were found with the returned product. The cause of major bleed was most likely use issue related since the patient became restless at affected distal extremity and bleeding/oozing with hematoma formation noted both proximal and distal to access site of impella repositioning sheath. Device history review: the device passed all post sterile inspection checks.